Event description:
On (B)(6) 2013, the reporter contacted animas alleging a prim (loss of prime) issue. Reportedly, patient received loss of prime alert while at school. No additional information is available. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue was not resolved.

Manufacturer narrative:
Follow-up #1: date of submission 04/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/13/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported loss of prime issue was not verified in the black box or duplicated during the evaluation. Review of black box data found that the data from date of complaint was overwritten due to continued customer use. Review of available data did not find any loss of prime events. Using the returned battery cap, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidents. Bolus delivery exercises were completed and recorded correctly. The force sensor calibration reading was within specifications. The pump casing was opened and no anomalies were found with the force sensor assembly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.